Event description:
Customer reported a blank display that was not resolved with a battery change. The blood glucose reading was 174 mg/dl. She stated that the insulin pump showed no signs of physical damage and that it had not been dropped, bumped or exposed to moisture. She stated that the display did return and that she received a battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.